Manufacturer narrative:
The customer reported that the multi gas unit will intermittently stop monitoring the patients and the values will disappear. Customer confirmed the water trap on this unit has been changed. It should be noted that the customer was using the salter brand sampling line when the recommended sampling line should be draeger. Customer states they have used the salter line for three years. At present, though the customer sent the device in for evaluation, the customer has since denied evaluation/repair on the device.

Event description:
The customer reported that the multi gas unit will intermittently stop monitoring the patients and the values will disappear.